Event description:
It was reported, the device battery depleted earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported the device was removed and a new device was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.